Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a few months prior to contacting lfs. The patient reported a blood glucose result of ¿82 mg/dl¿ with the subject meter. The patient also reported obtaining a blood glucose result of ¿170 mg/dl¿ with the subject meter and ¿83 mg/dl¿ with another meter, performed greater than 30 minutes of each other. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual management routine. After the start of the alleged issue, the patient claimed she felt a symptom of shakes. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.